Manufacturer narrative:
Radiograph review does not show any device-related abnormalities. The device was not returned and no further investigation can be completed at this time. The root cause of this reported event has not been determined, no conclusion can be drawn. Review of labeling notes: "potential risks identified with the use of this system, which may require additional surgery, include:bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, . . . " "...internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." Device not returned.

Event description:
On (B)(6) 2016 a female patient underwent a posterior cervical fixation procedure from c2-c6; c2 pedicle, c2-c6 lateral mass without c5 right side and a cross connector was placed at c2/3. On (B)(6) 2017 a revision surgery occurred to extend the construct to t1 reportedly due to a screw loosening at the lower end and an alignment change. The rod was removed and pedicle screws were placed at c7 and t1. The c5 left screw head was disassociated during adjustment of the screw head orientation. The c5 left screw was replaced with another one and a rod was placed. Lateral connectors were attached at c7 and t1 and a cross connector was attached at c3/4. The patient is currently doing well and no injuries were reported. On (B)(6) 2016 a female patient underwent a posterior cervical fixation procedure from c2-c6. Eleven months after the index surgery, the construct was revised due to loosened screws; the construct was also extended to include fixation at c7-t1 spine level. No injuries were reported and the patient was reported to be recovering well following the revision surgery.